Event description:
After procedure with the rotablator device a portion of the distal spring tip detached upon removal. No attempt was made at retrieval and the tip remains in the pt. The pt's status was reported as okay.